Event description:
Sales received an email regarding the explant at implant of a valve due to a perivalvular leak. Per the operative report provided, "there appeared to be rather significant central regurgitation from this bioprosthesis, particularly notable in the region of the right non-coronary commissure and through the centroid of the valve orifice. No periprosthetic regurgitation was identified and this central regurgitation was judged to be related to distortion of the flexible bioprosthetic stent caused by morphologic mismatch". The prosthesis was confirmed to be well set in the aortic annulus with excellent apposition circumferentially and no areas of periprosthetic dehiscence. Upon extraction of the bioprosthesis, the leaflets were clearly free of any structural damage with good suspension and apparent good coaptation in the non-stressed circumstance."

Manufacturer narrative:
Method: device not returned. No response has been received despite repeated attempts to gain additional information and/or product return for evaluation. DHR is in process. No additional information is available.